Manufacturer narrative:
(B)(4). The customer did not wish to return any devices to baxter for evaluation. Proper set up for the upstream occlusion preventative maintenance test was discussed with the customer. The error code prompt from a "air-in-line" alarm states that a upstream occlusion may be present.

Event description:
It was reported that an unspecified number of spectrum pumps were alarming for "air-in-line" during the upstream occlusion preventative maintenance test. This problem was discovered during testing and there was no pt injury.